Manufacturer narrative:
D284trk crtd implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and not replaced. No patient complications have been reported as a result of this event.